Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a loss of suction occurred during a lasik corneal flap creation. The procedure was reported as completed with no report of patient harm. Additional information has been requested.

Manufacturer narrative:
The root cause could not be determined. The most possible root cause could be movement of the patient´s eye or user handling. (B)(4).